Manufacturer narrative:
(B)(4). The equipment was received in vyaire medical facility. A service technician verified the reported "internal leak" problem. Service technician performed circuit leak test and heard a leak while occluding the wye. Unit failed the test and gave a check for leaks message. It was seen that the diaphragm was improperly installed in the exhalation port. Replaced the diaphragm with a new one and passed the circuit leak test at 9.3 lpm. Root cause is the improperly installed diaphragm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that enve ventilator have internal leak. As of this time, there is no information about patient involvement associated in this reported event.